Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced frequent hyperglycemia during the first week of use, with steel infusion sets and 23-inch tubing being changed daily and supply concerns due to increased insulin use. The user reported repeated highs, including a peak of 312 mg/dl for about six hours, and had been announcing most meals as larger than usual, which was identified as improper use that could negatively affect ilet meal-learning. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or other acute sequelae. Outcomes included self-management without back-up therapy, ketone testing, or medical intervention. Investigation included review of reported glucose data, meal announcement behavior, and user education on correct meal announcements. Investigation of this case revealed user-related use error in meal announcements leading to suboptimal automated insulin dosing, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size announcements.